Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received a shock. When the device was later interrogated, double counting of r-waves was noted, with the rhythm wider than the normal presenting rhythm. Lead impedance values were normal. The device remains in use. No further patient complications have been reported as a result of this event.